Event description:
A physician reported that during the cataract surgery with intraocular lens (iol) implantation procedure, the iol and plunger got stuck together in the eye, hence surgeon cut it out during surgery. The surgery was completed after replacing the product with non-company iol. There was no impact to the patient. Additional information received and confirmed that the lens was not released completely from the device inside the eye, hence the trailing haptic was cut and replaced with non-company iol. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
The lens was not released completely from the device, trailing haptic was cut off. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The reported product was not received at the investigation site for evaluation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6 and h.11. The lens was not released completely from the device, trailing haptic was cut off. The product was not returned. Two videos were provided. The first video did not show the company¿s preloaded delivery system preparation or initial advancement. The video began with the lens partially delivered into the eye. The plunger was oriented correctly. The plunger was fully advanced outside the nozzle tip. The leading haptic and optic were inside the eye. The leading haptic was folded onto the anterior optic surface. The trailing haptic was misfolded extended backwards with the distal tip on top of the plunger. The trailing haptic distal tip was pinned between the plunger and the nozzle wall. The second videos showed the replacement lens implanted under the complaint lens. The complaint lens was then cut and the video showed removal of half of the complaint lens with a broken distal tip. Removal of the second half of the lens was not shown before the video ended. A device history record review and a non-conformance review of the reported lot number were conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The product was not returned. Based on review of the provided videos, the issue appears to be related to a failure to follow the instruction for use (IFU). The trailing haptic was observed to be misfolded, extended back with the distal tip on top of the plunger. The distal tip was pinned between plunger and the nozzle, which did not allow it to be released from the device. In addition, a non-qualified viscoelastic was indicated. The IFU instructs: during device preparation and implantation of the company¿s preloaded delivery system, company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The IFU instructs: take at least 7 seconds to gently fold the intraocular lens (iol) by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. The IFU instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. The manufacturer internal reference number is: (B)(4).